Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Enduser alleges when going down the ramp the front castors stay up. Provider has troubleshoot the chair and the issue will not duplicate. Dealer stated both cylinders are not releasing causing the wheels to stay off the ground.